Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric test x 2 during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for flowline for flow rate accuracy testing and delivered with error percentage of 4.71% which is within acceptable range. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11: ehl information the event history log (ehl) review was performed and revealed the last day of customer use revealed an infusion programmed at a rate of 100 ml/hr and a vtbi of 50 ml. The user confirmed flow in the drip chamber when prompted. A minute into the infusion, the pump alarmed "downstream occlusion!" And the infusion was auto-restarted. However, the user stopped the infusion and update the vtbi to 13.3 ml. A minute later, the pump alarmed "upstream occlusion!" And the user cleared the alarm. The user updated the rate to 40 ml/hr and the vtbi to 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without further interruption or alarms occurring. The user programmed another infusion at a rate of 100 ml/hr and a vtbi of 50 ml. A minute after starting the infusion, the pump alarmed "air-in-line!" The user unloaded and reloaded the tubing, cleared the alarm, and then restarted the infusion. The user confirmed flow in the drip chamber when prompted.the user stopped the infusion and cleared the program. The user programmed a new infusion at a rate of 40 ml/hr and the vtbi of 20 ml. The infusion ran to completion with no interruption or alarms occurring.